Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the hospital freedom onboard battery was not charging well while supporting a patient at (B)(6). The customer also reported that the patient subsequently exchanged the freedom onboard battery. There was no reported adverse patient impact. This alleged failure mode poses a low risk to the patient because it did not prevent the freedom driver from performing its life-sustaining functions. In addition, patients are provided with several onboard batteries, and the freedom driver has a redundant power source of external wall power. The freedom onboard battery will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR.

Manufacturer narrative:
The freedom onboard battery was returned to syncardia for evaluation. Review of the onboard battery's system management bus (smbus) data revealed no anomalous values or issues with communications. Onboard battery s/n (B)(4) was tested and successfully passed all sections of freedom onboard battery evaluation procedure. The customer-reported charging issue was not confirmed or reproduced. During investigation testing, the onboard battery performed as intended, and there was no evidence of a device malfunction. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4).

Event description:
The customer reported that the freedom onboard battery was not charging well while supporting a patient at the (B)(6). The customer also reported that the patient subsequently exchanged the freedom onboard battery. There was no reported adverse patient impact.